Event description:
Reportedly, the device continuously prompted connect electrodes and an analysis of pt ECG could not be performed as a result. Another device of same model was then connected through the same electrodes. This device rendered no shock advised decision. The facility reported pt outcome was not affected by the discrepancy, due to use of the back-up device.